Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the circumflex artery, the rx trek balloon catheter could not be inflated. It was noted that contrast media leaked at the hub connection, and there was a a separation of the proximal hub and the shaft. A different device was used to complete the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The balloon catheter was returned with blood on the shaft, on the loosely folded balloon and there was crystallized contrast on the shaft and in the hub, inflation lumen and balloon. This is consistent with device preparation, use of the catheter and balloon inflation. The hypotube had separated at the distal end of the hub under the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. There were multiple bends throughout the entire length of the hypotube. There was a kink in the hypotube 3 millimeters proximal to the guide wire exit notch. Factors that may contribute to hub separation include, but are not limited to, damage during manufacturing, cracks or damage such as hypotube kinks at the hub junction due to handling during device inspection/preparation/advancement. There was no report of any product damage during inspection prior to use and no report of any preparation issues which may suggest that a product deficiency did not contribute to the difficulty experienced. It is possible the hypotube was inadvertently handled during preparation and/or advancement resulting in a kink at the strain relief tubing. Kinks or bends in the shaft can lead to weakening of the shaft material such that a subsequent application of force or further handling can cause a separation. The observed hypotube bends and kink most likely occurred during the procedure and/or during packing the device for return as there was no report of any catheter damage during inspection. Based on the information provided, the review of the manufacturing records, the similar incident analysis and the returned product analysis, the reported hub separation appeared to be related to inadvertent handling during the procedure. There is no indication of a product quality deficiency. A review of the device lot history record revealed no nonconforming material records associated with this lot indicating all lot release testing met specification. Additionally, a query of the complaint-handling database revealed no other incidents reported for this lot. All dilatation catheters are visually inspected for damage and leak tested prior to packaging.